Manufacturer narrative:
Evaluation: the customer reported the balloon was not hold the pressure was not confirmed. The balloon was inflated properly and remained inflation without any defects. The shunt leak test was performed and passed. The defect could not be confirmed thus a root cause can not be determined. No corrective action required. A manufacturing defect was not confirmed, and the complaint trend remains in control. Manufacturing records have been reviewed and there are no nonconformances. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the customer that "during use, the balloon separated and would not pump on the vascular shunt . Patient experienced bleeding during the procedure." The hospital did not know how much blood was lost but according to the description that was written it states that the item was prepared as usual. Brought shunt up to place in patient. Inflated balloon and it kept separating just above the ll junction and would not hold balloon pressure. Had to re-clamp which caused undo blood loss.

Manufacturer narrative:
Device is currently under investigation into root cause.